Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the display turned off and the device generated an alarm sound during the inspection. That fault was caused by a defective main board. Additionally, one segment of the display was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during the laparoscopy procedure, the high flow insufflation unit repeatedly went into standby during insufflation by emitting a continuous whistle and the procedure was delayed for approximately 30 minutes. The issue found did not cause an extension of the procedure such that it was considered clinically relevant nor was it necessary to administer additional medication. The procedure was completed using the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.